Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The technician found the ac power cord damaged. The technician replaced the power cord to repair the bed.